Event description:
The customer reported having false v-tach and v-fib alarms.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint remains under investigation. A follow up report will be submitted upon completion of the investigation.